Event description:
It was reported that the patient reported to the emergency room following an unrelated fall. Interrogation revealed that a right ventricular (rv) lead integrity alert and patient alert were triggered immediately following the fall. Noise, elevated rv bipolar pacing impedance and elevated sensing integrity counter (sic) counts were noted. Provocative testing showed oversensing with arm and neck maneuvers. X-rays taken following the fall and lead alerts showed radial compression of the lead between the first rib and clavicle. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.